Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged 5048-000 serial/batch number (B)(6) was received for evaluation. A functional test was not performed because no mating part was available. Visual inspection found nicks in the internal ratchet geometry. The most likely cause is attributed to over-torquing/over-engaging during use.

Event description:
On 04/01/2024, it was reported by a sales representative via(B)(4) that an 5048-000 galileo extraction capturing rod wrench was damaged during the case. This was discovered during the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.